Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called stating that he is calling to check his pump because his bg is running high. Customer stated that he changed his basal rates. Customer stated that he gave himself a huge manual injection and his bg is not going down. Expl that we performed troubleshooting for high bg. Customer stated that he is going to the emergency room. Nothing further reported.